Event description:
After the stapler deployed the staples, the tissue was still bleeding. The bleeding was resulved by using clips, large amounts of irrigation and an additional 5mm port to gain access. This extended surgical time by at least 25 minutes. There was no patient injury reported.